Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique via a 14f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a sheath size greater than 8f and the tavi procedure was completed. Reportedly, the large sheath was removed and the sutures of the two prostyles were tightened. Although bleeding slowed, the sutures didn't feel right upon tightening and hemostasis was not achieved. A vascular surgeon was called in to assess and he determined that the "pulses didn't feel great" in the leg and the leg color was off. Cut down surgery was performed and a large "cauliflower like" piece of posterior plaque was noted and wedged in it was half of a foot plate from a prostyle. The sutures from both prostyle devices had captured the anterior wall, but it was assumed that at least one was caught on the posterior wall plaque. The posterior plaque was pinned together with the anterior wall and caused an occlusion in the leg. A patch in the common femoral artery was performed following removal of the separated foot. The patient was reportedly in stable condition. There was a reported clinically significant delay in the procedure and hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of obstruction and tissue injury are listed in the prostyle instructions for use (IFU), as potential adverse events associated with the use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.